Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). To treat the lesion, a synergy¿ drug-eluting stent was implanted in the proximal rca and a 3.0 x 20mm synergy¿ drug-eluting stent was implanted in the distal rca. However, five days later, the physician found that the 3.0 x 20mm synergy¿ drug-eluting stent was occluded. Subsequently, the physician was opened the stent with a balloon and removed the clot with manual aspiration, and the procedure was completed. No patient complications were reported and the patient did very well.